Event description:
It was reported that this right ventricular (rv) lead exhibited a lead safety switch (lss). During the extraction process, the cook mechanical extraction tool was used to remove the right atrial (ra) lead, which led to the fracturing of the right ventricular (rv) lead. This right ventricular (rv) lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a lead safety switch (lss). Technical services (ts) confirmed that this lead is fractured no procedure has been scheduled at this time. This patient is being monitored. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead body presented cuts in the insulation associated with the extraction maneuvers. The helix was retracted and there was dried blood/tissue within the helix housing, the helix was noted to be deformed. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 188 mm from the terminal end, and that a slight bend was noted in the area of the fracture. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue. Analysis concluded that the clinical observations were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead exhibited a lead safety switch (lss). During the extraction process, the cook mechanical extraction tool was used to remove the right atrial (ra) lead, which led to the fracturing of the right ventricular (rv) lead. This right ventricular (rv) lead was successfully explanted and replaced. No additional adverse patient effects were reported.